Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reported device was returned for review against the complaint for large crack found on the device. Visual inspection of the impactor confirms the device has cracked. Metal debris is embedded in the spherical surface as well. The device has an approximate field service age of 2 years 2 months/. It is unknown how many times the device was used. Device history record was reviewed and no discrepancies were found. The issue of metal debris in the maxera impactor was previously investigated through a corrective action which resulted in updating the dfmea as well as a surgical technique. However, a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor came back with a large crack on it after it has been sterilized after case. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.